Event description:
The peritoneal dialysis pt reported that she could not bypass to get to last drain. While the pt was in the process of breaking down the machine, a leak was identified inside the cassette door. Upon further inspection she noted a hole on the edge of the cassette seal. The pt skipped last drain and went on manuals. The pt's effluent was clear. The pt took cefazolin for three days.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. A companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer, there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.